Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient had pain at the implantable neurostimulator (ins) site that was noted to be related to the ins. The patient had an unscheduled clinic or office visit, and surgical repositioning of the ins took place on (B)(6) 2015. It was noted that an MRI was done on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. No device issues were reported. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare professional of a clinical study indicated that diagnostic methods included imaging on (B)(6) 2015 and results were normal for the patient.